Event description:
A report was received that the patient has lost stimulation after weightlifting. Reprogramming and troubleshooting with a sales representative did not resolve the issue. The patient's physician recommended the patient be explanted. Date of revision is not yet scheduled.